Event description:
It was reported the system had a generator error. A generator error likely results in the ssytem automatically shutting down. There is no report of injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.